Event description:
It was reported that there was a keyboard failure error and the workstation would not boot up. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and replaced a power supply module. The system operates as intended.